Event description:
It was reported by the customer that the needle separated from its base staying in the patient. This was reported to have occurred on two occassions. No medical treatment was required, and the needle was successfully removed with ease. Medication was successfully administered after the needle was replaced and there were no concerns with dosage.